Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sttxpcupx1 bus was not found. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not on bus. A field service engineer (fse) stated that the customer indicated the half-height cubie drawer 3 was not detected on the communication bus, and upon arrival, matrix drawer 6 was also found not detected. The fse performed troubleshooting using the diagnostics tool and powered down the device, identified that the half-height cubie drawer required multiple parts for resolution, and replaced the controller board for the matrix drawer. The fse then rebooted the station and configured the drawers, confirming restoration of functionality. The system functioned as intended after the field service engineer repaired the device.